Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence using multiple cartridges and syringe/needles. Customer also reported to have entered an incorrect pump setting. Customer changed the needle and cartridge to resolve the issue and corrected the setting. Customer¿s blood glucose was 269 mg/dl.